Event description:
It was reported to the (B)(4) service and repair by the facility: the small battery drive has no power. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device has been received and is entering the complaint system. A device history records review has been requested.